Event description:
Altitude alarm was reported on the customer's pump, but there was no adverse impact to the customer's blood glucose level. Customer suspended insulin due to the alarm and was instructed by technical support to clean the speaker holes and reconnect the pump cartridge. After following these steps and waiting as advised, the customer successfully resumed insulin delivery, and the alarm did not recur. Pump returned to normal operation, and technical support provided tips to prevent future altitude alarms, which the customer acknowledged.